Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed that the water leakage at the scope connector resulted in the reported event and for the additional finding of nozzle has foreign objects, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited error code e315, the image was not displayed. The event occurred during inspection for use. There were no reports of patient involvement.